Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. At this time, the customer has not requested for getinge to evaluate the iabp unit. However, we followed up with the customer to obtain the relevant repair and iabp status related to this complaint issue, and the customer has advised that no further information can be provided and that the event was not a case of the iabp unit having an issue, but that the intra-aortic balloon (iab) had ruptured.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) generated a "check catheter" alarm. The nurse noted only condensation in the helium tubing and that the iab would not pump more than twice before alarming and going into standby automatically. The customer changed the helium tubing per iabp protocol at the first junction distal to the primary connection of the helium tubing. The iabp unit would still not pump, and generated the "check catheter" alarm, and would not provide a sustainable augmented diastolic pressure. Pumping was resumed with 1:1 on auto ECG without producing an alarm and was providing an appropriate augmented diastolic. Five minutes later the nurse observed blood in the helium tubing proximal to the patient connection. The patient was transported to the cath lab to remove the intra-aortic balloon (iab) and arterial sheath and a new axillary iab was re-inserted. The patient had stable vitals and neurovascular checks upon leaving the cath lab. There was no patient harm and no adverse event was reported.